Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product that was reported is a product for resale, assessing reportability and reporting is the responsibility of the supplier.

Event description:
Product reported is a product for resale, assessing reportability and reporting is the responsibility of the supplier.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The thread of the slap hammer from the extraction instruments snapped off inside the tool..